Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported after the drainage catheter placement for a nephrostomy procedure, while at home, the patient noted the device began to leak from the hub. As a result, the patient required a device exchange.